Manufacturer narrative:
Method: device history record review, work order search. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A work order search found no similar complaints. (B)(4).

Manufacturer narrative:
Per medical review - reportedly, intraoperative lens exchange for a different diopter iol of a same model was performed to address user error (wrong power choice). Incision was not enlarged and no other tissue damage was reported. No reported postoperative sequelae. No reported problem with the lens. The information received on 7/14/15, confirmed that different power lens was implanted successfully and that there was no patient injury. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the surgeon inserted and removed the +20.0 diopter cq2015a collamer three piece lens due to a mispower. Another same model different diopter lens was implanted without any injury to the patient. Event was due to a user's error.